Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material found inside the suction channel could not be determined since it is unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information, and there's no confirmation of physical damages of the foreign material residue point (not deformed). The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found additional reportable malfunction, due to the damage on suction tube in control section, foreign objects came out of distal end. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the instrument/suction channel with water and a immersed in a detergent solution. The customer wiped/brushed the instrument channel outlet with a clean lint-free cloth, brush, or sponge, and brushed the instrument channel, instrument channel port, and suction cylinder with no delays and no abnormalities were observed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the suction channel had foreign object. There were no reports of patient involvement.